Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. There was no problem detected.

Manufacturer narrative:
The medium large-clip applier instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history found the complaint for the other medium large-clip applier instrument reported for in this event. The MDR for the other instrument can be found under the report with patient identifier 312073. A review of the instrument log for the medium large-clip applier (part number: 470327-12, lot number: n10190219-0050) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument was used one time during the procedure and it was used for 15 seconds. The instrument had 39 uses remaining out of 100 max tool uses. This complaint is reportable due to the following: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clamp down on the ligation clips. The clips were retrieved during the same procedure. The surgeon used a backup instrument. The procedure was completed with no injury to the patient. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. A clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to clamp down on the ligation clips. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon used hem-o-lok, medium-large polymer clips. The clips would not latch on and fell inside the patient. This happened with two medium-large clip applier instruments (470327-12/n10190219 0050 and 470327-12/n10190219 0011). All clips were retrieved during the same procedure. The surgeon used a third medium-large clip applier instrument without any issues. The procedure was completed with no injury to the patient.